Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately twenty months. Based on the follow-up with the health-care-provider, the reason for the explant was due to stenosis and subacute bacterial endocarditis. The health-care provider also mentioned that the explant was not related to any device malfunction. Per the operative report, tee revealed good biventricular function, no significant tricuspid or mitral valve pathology. A moderate-sized patent foramen ovale and rocking of the aortic prosthesis, moderately severe aortic regurgitation and large vegetations on the aortic prosthetic heart valve. The aortic prosthesis was visualized and was covered with vegetation. The previously placed sutures were excised and the valve removed. A specimen of vegetation was sent for culture and sensitivity and for gram stain. The culture and sensitivity revealed no organisms and few pmns. The area was irrigated with copious amounts of saline and then commissural stitches were placed. There was an awful lot of debridement that was necessitated at the aortic annulus, especially in the left/right cusp region and into the previous cusp region. Because of very dense adhesions throughout the mediastinum, especially in the posterior aortic region and because of the very low position of the left coronary orifice, the surgeon felt that the resection of this area and re-implantation of an aortic homograft would be very, very risky and, therefore, elected to re-implant a prosthetic heart valve. Postpump tee revealed good biventricular function, a well functioning aortic prosthesis without obvious paravalvular leak, no significant mitral or tricuspid valve pathology and no longer was there evidence of a patent foramen ovale.

Manufacturer narrative:
Vegetation. Device not returned. Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. Although the root cause cannot be confirmed, it appears that the stenosis and regurgitation was likely due to the large vegetations [from infection] noted on the valve. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.